Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a battery alarm but did not recall the name. The customer changed the battery and the display remained blank after multiple batteries. Blood glucose value was 48 mg/dl; customer treated with food. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.